Manufacturer narrative:
The facility has not completed repairs to the bed.

Event description:
Info received indicates the head section dislodged from the slider pivots which damaged the head section. The facility indicated that a patient was in the bed at the time and was not injured.